Event description:
The AED was returned for test and review with no mention of a problem. Analysis of the returned AED revealed that an internal connector had come loose and the device was no longer rescue ready. The handle indicator was still green indicating that the device was rescue ready.